Manufacturer narrative:
No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the navigation system frequently becomes unresponsive. There was no patient present at the time of the issue.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.